Event description:
The thunderbeat handpiece used for dissection stopped working while in use times 2. When taken out of the patient and trying to clean and clear the error, one of the jaws broke off, each time. Two different handpieces, 2 failures, 2 different broken jaws. We were able to find all of the pieces. FDA safety report ID# (B)(4).